Event description:
A male underwent a coronary diagnostic procedure via a 5f procedural sheath in 2009. Post procedure, the physician, trained to mynx, proceeded to use the mynx device for vascular closure. The device was successfully deployed and hemostasis was achieved. The pt was ambulated and discharged without incident. At 5 weeks post-procedure, the pt was diagnosed with a pseudoaneurysm (psa) which was treated with thrombin injection and said to be resolved at that time. About 9 days after, the pt reported to have painful groin symptoms and went to the hospital 2 days later when he reported that he could not "take the pain anymore". He was reported to have a psa which had eroded through the skin. He was transferred to another hospital for surgical repair of the psa in the right superficial femoral artery (6.5 x 5.5 x 6.3). The physician accessed the contralateral side with a 5f sheath and upsized to a 6f flexor sheath. An 8mm x 4cm cordis powerflex balloon was used to control hemostasis at the site while dissecting the pseudo. An incision was made over the psa and cauterized. The psa and thrombus were removed and hemostasis was achieved. After surgery, the pt was alert and stable. Upon transfer from the operating room to the post anesthesia care unit (pacu), the pt's condition worsened. He went into respiratory distress and was intubated. His blood pressure continued to drop and CPR was administered unsuccessfully, and the pt expired. An autopsy was performed which listed cause of death as a massive pulmonary embolism. The cause of the pulmonary embolism is unk. The physician did not believe the death was directly related to the mynx.

Manufacturer narrative:
The device was not returned for evaluation, and the device's lot number was not provided to perform lot history review. Based on the information provided and the investigation performed, the root cause of the reported incident is unk. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per IFU. Pseudoaneurysms are known complications of catheterization procedures, regardless of closure device use. They may also occur with manual compression. Additionally, the autopsy report listed the cause of death as massive pulmonary embolism from unk source. The physician did not believe the death was directly related to the mynx. The lot number was not provided, therefore, the expirations date and device manufacture date are unk.